Event description:
A customer reported to beckman coulter (bec) that while running a startup on the coulter act diff 2 analyzer, the instrument was leaking a blue tinted fluid and the diluent reservoir was overflowing. The leaked volume was not reported by the customer and the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe), gloves only. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. No patient results were affected and there was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the float in the diluent reservoir was not working and did not send the signal to the diluent pump to stop pumping diluent into the reservoir. The fse stated the lack of a cut-off signal allowed the diluent reservoir to fill until it leaked inside the right panel of the instrument. The fse replaced the diluent reservoir to resolve the leak. The cause of the leak was that the float in the diluent reservoir was not working properly. (B)(4).